Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a procedure, the balloon burst at 8atm. No part of the device was left in the patient's body, and no injuries or additional medical intervention occurred.